Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is design as pin gauge 0.0375 will not fit into 4 of 6 sample parts. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the heat exchange keeps alarming on the upper light. No adverse effects to patient reported.